Event description:
It was reported that the procedure was to treat a heavily tortuous coronary lesion. The 3.5 x 18 mm multi-link 8 stent delivery system (sds) was advanced for direct-stenting. Resistance was noted due to the tortuosity; however, the sds was continued to be advanced. During advancement, the proximal shaft kinked, and then separated outside the anatomy. The device was easily removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and shaft separation was confirmed. The reported failure to cross and could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. (In saphenous vein bypass graft lesions, pre-dilatation may be performed at the discretion of the operator.) Note: the multi-link 8 stent can be delivered without pre-dilatation in patients who present with the following criteria: no angiographic evidence of calcium, severe tortuosity. In this case the patient had heavy tortuosity. Additionally the IFU states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The lack of pre-dilatation of the lesion likely contributed to the reported resistance such that continuing to advance the sds through resistance likely contributed to the reported separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.